Event description:
It was reported that a malfunction occurred displaying error code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information on how to reset the pump and assisted the caller in completing the reset process. No notable events occurred prior to the malfunction.